Event description:
Information received regarding the device notes that the patient had a syncopal spell while riding in a car. The patient was unresponsive with extreme bradycardia. Trans- thoracic pacing was established by the emergency meddical service and the patient was transported to the emergency room. Interrogation and measured data revealed the message, "positi on head". There was no magnet response and attempts to program the device were unsuccessful.